Manufacturer narrative:
This medwatch report is for the suspect device used on the customer's wife in system 2. Reference medwatch report with (B) (4) for the suspect device used for this same person in system 1. The customer declined to provide any further information including what is requested in these fields. It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged his wife obtained a result of 53 mg/dl on aviva system 1 compared back to back with a result of 127 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)

Event description:
It was reported the patient fell off a ladder and "suffered head trauma from which he expired." There is no allegation from a health care professional that the death was device related. Additional information concerning the cause of death has been requested and not received.